Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
I t was reported that the infection rate on power PICC line was very high compared to the national average (see results of the clin). This problem is significantly related to the lack of training of caregivers in the proper use of this device. The conformation of the valve is a potential factor that can favor the infectious risk because the chamber present in the valve is inaccessible for disinfection.